Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 444 mg/dl. Customer had symptoms such as nausea, tired and thirsty. Customer was treated with bolus. Customer did not allege insulin pump was under delivering. Customer performed displacement test and the test was passed. Customer declined to perform the high pressure test. Customer was using auto mode. The insulin pump will not be returned for analysis.